Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that their device was ¿not working.¿ the patient reported that the week prior, they lifted their left leg up when they were trying to get into bed and ¿something popped.¿ the patient stated that the pain made them drop to their knees. The patient reported that they had an appointment with their healthcare provider (hcp) on (B)(6) 2018. No further complications are anticipated.